Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. A review of the lot history record did not reveal any nonconforming material records associated with this lot. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, distal left anterior descending artery. During post-deployment of the 2.5 x 18 mm xience pro stent a dissection occurred. Another xience pro was used to cover the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.